Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patients wound site was swollen, red and was oozing. The patient kept picking at the wound site creating a pocket infection. The system was explanted. No other patient symptoms were reported.